Manufacturer narrative:
Correction / additional information added to b5. Correction to medical device problem code. Based on additional clarifying information received from the reporter, resistance was observed at the proximal hub section of the microcatheter. The hub section of the microcatheter is outside the patient's anatomy. Therefore, microvention, inc. No longer considers this event a reportable malfunction.

Event description:
Additional clarifying information was received which indicated when trying to pass the coil through it felt forced and detached at the proximal hub section of the microcatheter which is outside the patient's anatomy. There was no patient harm reported. Please see h6 & h11.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during an embolization procedure, the coil got stuck in the microcatheter and the implant was unintentionally detached. The entire coil was withdrawn along with the microcatheter and removed from the patient. There was no intervention or patient injury.